Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a possible dislodgement, with loss of capture at maximum outputs with no asystole noted. Patient was 10 days post operation. Patient said he had raised his arms above his head multiple times after original discharge. No additional adverse patient effects were reported.